Event description:
It was reported that the size was listed incorrectly on the device label. The device was not used.

Manufacturer narrative:
Stryker sustainability solutions (sss) resterilized the complaint device through our open-but-unused process. The complaint device was returned to sss in its original sealed tyvek pouch along with a similar device that is documented in MDR 2090040-2012-00002. An investigation based off of three types of online cross reference guides from the original manufacturer (om) indicates the part number on the label was correct however the size description on the label was incorrect. The device itself was branded with the size description on the proximal end. It can be confirmed that the complaint device was identified correctly however the size description was entered incorrectly into the item information database. The label indicated the size of the device as 5mm x 6cm however it is actually 6mm x 6cm. The size is correct on the device itself. The size description in the item information database has been updated. This is the first complaint sss has received for the size on the label of this device type being incorrect.